Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported infection and sepsis and subsequent patient outcome could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous infection and pump exchange were reported under medwatch MFR report number 2916596-2016-01967. (B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient required treatment for ¿quite some time¿ for infection and sepsis. The patient had a prior device exchange for mediastinal and pump pocket infection. The patient was referred to hospice when medical and surgical interventions were exhausted, and the infection was deemed incurable. The patient expired on (B)(6) 2017 due to infection. No additional information was provided.